Event description:
It was reported that information was received from a patient regarding an external device. The reason for call was that a couple weeks ago they dropped the controller and since then the controller hadn't worked right. Patient stated that memory problem data has been lost appears on the controller when they try to access the controller. Agent reviewed screen meaning with the pt. Agent had the pt reset the controller; pt saw the medtronic splash screen appear, however then the controller went blank and remained unresponsive. The controller would not wake up when buttons were pressed. Pt didn't have the ac power supply present during the call. Patient confirmed that there was no physical damage to the controller. Pt then said that it seemed like it was hard to access things on the controller and that the controller was erratic in its presentation. Patient noted that they had a pump installed in march and had not been regularly using the implanted neurostimulator since, so they had let the implanted neurostimulator go uncharged for several days . The issue was not resolved.

Manufacturer narrative:
Continuation of d10: product ID 97745. Serial# (B)(6). Product type: programmer patient. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97745 patient programmer (ptm) (serial number (B)(6)) revealed a damaged main board, a broken connector, and broken stim bosses. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.